Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned in a bag. The lock out assembly has been removed. Ophthalmic viscosurgical device (ovd) is observed in the device. The plunger is fully advanced outside of the device. The iol was returned outside of the device in a sample container. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic with solution, the other haptic is intact. The optic is scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint "failed to inject into eye ". The lens was returned outside the device. We are unable to confirm the lens and the haptic position for advancement. Damage was observed to the lens. The reporter has indicated that the lens has been in the device for 2 to 3 minutes. Instruction for use (IFU) instructs to implant the lens within one minute of reaching the designated pause location on the nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. Lens damage may also occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, failed to inject into eye as per surgeon with patient contact. Additional information has been received and stated no patient harm and surgeon's prognosis was no complications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).